Event description:
Patient contacted lumenis reporting, she received burns during hair removal treatment at azani medical spa performed in 2007. She sent an email with 3 pictures of her face and neck. She is claiming 2nd degree burns. Azani spa has not reported this incident as of four days later.

Manufacturer narrative:
Clinic had not reported this incident as of 2007. The following day, lumenis called and spoke with customer who felt this was not a safety incident. Clinic doctor examined pictures of patient injuries and determined they were first degree burns. However, the clinic has determined this is not a safety incident, and feels there is nothing wrong with their lightsheer. An MDR is being filed due to use of prescription medication, and possibility of 2nd degree burns.